Manufacturer narrative:
The table was in reverse orientation when the patient was transferring from the stretcher to the surgical table. When hospital personnel observed the table top tilt, the table itself did not tip. Hospital personnel present during the time of the reported event could not identify the origin of the noise that was heard during the patient's transfer. A steris service technician inspected the surgical table and found it to be operating properly. No issues were noted and the table functioned properly through all articulations. The table was returned to service and no additional issues have been reported. As no issues were noted with the surgical table and the patient assisted in the transfer, the reported event may be attributed to improper patient transfer procedures by user facility personnel. Hospital personnel are responsible for ensuring proper patient transfer procedures are followed. The surgical table is not under steris service contract and is serviced and maintained by the facility's third party provider.

Event description:
The user facility reported that the table tilted while a patient was being transferred. The table was in reverse orientation when the patient was transferring from the stretcher to the surgical table. The user facility reported that the patient was awake and was able to assist in the transfer when the reported event occurred. No report of injury or procedural delay.